Event description:
The reporter stated the surgeon attempted to insert an eyeonics lens but the haptic tore advancing through an msi-tf injector. There was no pt contact or injury. The reporter stated it was the surgeon's opinion that the likely cause of the iol damage was due to the injector and a loading error.

Manufacturer narrative:
Evaluation conclusions - based on the complaint history, a likely root cause of the event has been determined to be due to the injector and a loading error.